Event description:
It was reported that the device had oxidation in barrel clamp and plunger is hard to lift. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: imdrf annex a,c,d and g codes.

Event description:
It was reported that the device had oxidation in barrel clamp and plunger is hard to lift. There was no patient involvement.

Event description:
It was reported that the device had oxidation in barrel clamp and plunger is hard to lift. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: if other specify, imdrf annex b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Please note that the suspect device was not returned for investigation; however, one (1) photo was provided of a syringe module device with a oxidation on the barrel clamp. The customer¿s report that the syringe pump had oxidation on the barrel clamp was confirmed through the provided photos. H3 other text : customer provided sample photo only. No device was returned.